Event description:
Recently, pt read a letter regarding off label marketing of the dornier epos ultra, eswt device. The following web site contains the same claims as those mentioned in letter as being against the PMA for this type of machine. Http://www.eswtusa.com/treatments/index.html.